Event description:
It was reported that tandem mobi pump issued cartridge alarm while customer attempted to deliver bolus. There was no adverse impact to the customer's blood glucose level. Customer reloaded existing cartridge, resumed insulin, and successfully delivered bolus, and technical support advised customer to continue monitoring and contact support if issue occurred again.